Event description:
Procedure: colon resection. According to the reporter: the device fired fine, but upon removal and placing tension removing, the device opened up part of the anastomosis, approx 4-5 mm. The surgeon had to oversew the anastomosis. There were no leaks. There was no delay in operating room time, and there was no add'l bleeding.

Manufacturer narrative:
(B)(4)